Event description:
It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, a stent dislodgment occurred. The patient was being treated for in-stent restenosis. The 90% stenotic lesion was in the previously implanted stent located in the calcified and moderately tortuous left internal mammary artery (ima). The vessel is 3mm. Lesion was predilated with a 2.5x15mm balloon, with sub optimum results. Access site was the right femoral artery. Significant resistance was felt during advancement and withdrawal. The physician advanced a 0.014 choice floppy guide wire to the lesion. Then the physician advanced the 3.00x32mm taxus liberte drug eluting stent to the lesion, but only reached the medium segment of the ima. The physician then advanced a choice extra support 0.014 guide wire to the lesion, they attempted to advance the stent to the lesion using a double guide technique, but was still unable advance it past the medium segment of the ima. There was still 40mm to go to reach the targeted lesion. The stent was released without expanding the balloon catheter. The stent detached from the balloon "when doing the handling of retrieving and stayed embolized in the ima. Patient status is reported as "stable ".

Manufacturer narrative:
Device evaluation: device analysis can confirm the complaint reported. The device was returned without the relevant stent. The balloon had been subjected to positive pressure. Visual examination of the remainder of the device found several severe kinks along the entire length of the hypotube. This type of damage is consistent with excessive force having been applied to the device through some form of restriction. It is advised in the taxus liberte directions for use that if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guiding catheter should be removed as a single unit. Failure to do so and or applying excessive force during withdrawal can potentially result in device damage. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The root cause of the complaint incident could not be identified.